Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the issue reappears, and they understood these instructions.